Event description:
Additional information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative and provided with education regarding the charging of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient lost his programmer some time ago and is currently without stimulation. The sjm representative met with the patient and indicated the ipg is now inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.